Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6). Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress

Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that the patient experienced a bent cannula, which led to a high blood glucose event on (B)(6) 2026. The event lasted for three to four hours. The patient was treated with a insulin pen. The infusion set had been in use for few hours, and the infusion site was located on the abdomen. No further information is available.